Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2020. H3 evaluation: product was not returned. A photo was provided for analysis. During the visual inspection of the photo. It was observed that the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb and the glass shard was observed trough the butyrate tube. Unfortunately the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. Attempts to obtain the following information has been performed but not received to date. If the further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? No information was there any special diagnostic test performed? No information. Attempts to retrieve the device have been made. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2020 and topical skin adhesive was used. The surgeon squeezed the ampoule and glass protruded into the surgeon's finger. No medical or surgical intervention was required to address the finger. Surgeon is ok. There was a delay in surgery. Additional information was requested.